Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned for evaluation. The evaluation is still underway. An initial evaluation consisted of a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. There is no indication of a device malfunction contributing to the reported injury. The investigation into the event concludes that there was no device malfunction contributing to the treatment event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as af exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of three treatment shocks on (B)(6) 2017. The patient reported that he had been watching tv and felt like he was starting to "black out" when he was treated. The patient reported that the shock knocked him and his chair backwards against a wall, resulting in a cut on the back of his head. The patient reported that he was conscious during the shocks and that he was using his response buttons. The patient was transported to the hospital following the event. It was reported that the medical staff was evaluating the cut. During a follow up on the reported cut, the patient reported that the cut was healing and was "ok." Per review of the downloaded ECG and flag data, the device delivered three treatment shocks. The first and third treatments were appropriate and were delivered while the patient was in vt at 190-220 bpm. Both appropriate shocks converted the patient's rhythm to af. The second treatment was delivered while the patient was in af at 220bpm. The rapid af rate contributed to the false detection. The post-shock rhythm remained af. The response buttons were used after the second treatment was delivered and prior to the third treatment, but not immediately prior to pulse delivery.